Manufacturer narrative:
Internal complaint reference: (B)(4). Hendrickx, l.a.m., virgin, j., doornberg, j.n. Et al. Factors associated with subsequent surgical procedures after intramedullary nailing for tibial shaft fractures. Eur j orthop surg traumatol 31, 43¿50 (2021). Https://doi.org/10.1007/s00590-020-02733-z doi: doi.org/10.1007/s00590-020-02733-z.

Event description:
It was reported that on literature review "factors associated with subsequent surgical procedures after intramedullary nailing for tibial shaft fractures", twelve (12) patients underwent a non-planned surgery to promote union (dynamization, nail exchange, none graft) after an internal fixation surgery with the intertan system to treat a tibial shaft fracture. The outcome of the patients is unknown. There is no information within the study to determine whether these adverse events occurred in (B)(6). No further information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, in a literature review, "factors associated with subsequent surgical procedures after intramedullary nailing for tibial shaft fractures", reportedly, twelve (12) patients underwent a non-planned surgery to promote union (dynamization, nail exchange, none graft) after an internal fixation surgery with the intertan system to treat a tibial shaft fracture. The current health status and patient outcomes were not provided. It has been communicated that no additional information is available. Smith and nephew has not received the requested patient specific documentation, or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.